Event description:
A malfunction was reported on the customer's pump. There was no reported impact on the customer's blood glucose level. Technical support arranged to send a replacement pump with updated software, and advised the customer on returning the malfunctioning pump. The customer understood the instructions and will receive training through their tandem source account.